Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, firm to touch and hardening of product are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and skin irritation: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching, and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noted that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported patient was injected to the tear trough and lid/cheek junction with juvéderm® volbella® with lidocaine. Approximately 4 months later patient had "prgf (platelet rich growth factors)" treatment to their whole face. A month after that patient developed swelling to left lower eyelid. On palpation the area is firm to touch and suggestive of hardening of the product. Infection has been ruled out. The area has been hyalased over 3 sessions in the past week and is showing signs of resolution. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the tear trough and lid/cheek junction with juvéderm® volbella® with lidocaine. Approximately 4 months later patient had "prgf (platelet rich growth factors)" treatment to their whole face. A month after that patient developed swelling to left lower eyelid. On palpation the area is firm to touch and suggestive of hardening of the product. Infection has been ruled out. The area has been hyalased over 3 sessions in the past week and is showing signs of resolution. Symptoms are ongoing.